Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the procedure was cancelled. An unspecified stent was selected for use during the procedure. However, it was noted that the distal tip of the device was damaged. The stent was then replaced with an 8x40x120 epic vascular stent; however, the device could not cross the lesion. Consequently, the procedure could not be completed. No patient injury was reported. It was further reported that two 8x40x120 epic vascular stents were used in the procedure, moreover, the patient was locally sedated when the issue occurred, and the device was removed using the normal method during the procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the procedure was cancelled. An unspecified stent was selected for use during the procedure. However, it was noted that the distal tip of the device was damaged. The stent was then replaced with an 8x40x120 epic vascular stent; however, the device could not cross the lesion. Consequently, the procedure could not be completed. No patient injury was reported.